Event description:
A distributor from sweden reported a malfunction with a medical device pump. The malfunction code provided was 1-0x200c, and the issue was resettable. Although the customer had experienced the issue before and had already attempted a reset, they were informed that the pump needed replacement, which was completed under warranty. There was no information available regarding the customer's blood glucose level at the time of the event, and no further impact details were provided. The customer was instructed to return the faulty pump to tandem within ten days using a pre-paid label and return box. The outcome involved shipping a replacement pump to the customer.